Event description:
The account alleged that a pt sat on the right side of the bed and the hi/low ran up on its own. The account has not since duplicated the malfunction.

Manufacturer narrative:
Repairs have not been completed.